Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the distal ulnar plate hole was filled with the screw and could not be locked. Procedure was completed manually. Surgical delay of 10min. Not longer. No other consequences reported."